Event description:
It was reported that for an interventional procedure to the de novo, middle, left anterior descending artery with mild tortuosity, mild, concentric calcification and 90% stenosis, predilatation was performed with a 2.5 x 15 mm non-abbott balloon. The 3.5 x 18 mm multi-link vision stent delivery system (sds) was deployed at the lesion. Post dilatation was performed 3 times using the sds balloon and the balloon ruptured on the third inflation at 14 atmospheres. A 2.75 x 15 mm non-abbott balloon was used to complete the post dilatation. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, extra floppy, guide cath: launcher 6 fr sl 4.0. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: an analysis of the returned device did confirm the reported balloon rupture. Scanning electron microscope laboratory analysis concluded that the reported balloon rupture may be attributed to mechanical damage. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.